Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet had a hairline crack, which worsened after the device fully discharged and was recharged. The screen became nonfunctional, prompting the agent to process a replacement ilet. The user was advised to revert to backup therapy as needed, and shipping and return details were confirmed. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.